Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band was used and deflated. No patient injury was reported. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide additional information in section b5, d10 to update section h3 and to provide the completed investigation results. One tr band 2 was returned for product evaluation. The returned sample included the band assembly. The sample was subjected to visual analysis. Approximately 1 ml of air was in the band. There were no signs of damage or deformation on the band. The sample was subjected to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. No bubbles were observed, and the band passed the test. Another leak test was performed. Approximately 15 ml of air was injected in the band and the band was left 12-24 hours. When checked there was 13.5 ml of air in the band. Since the sample had more than 13 ml of air after 12-24 hours, the band passed this leak test. The check valve was deconstructed and inspected for signs of damage or foreign matter. No signs of damage or foreign matter were observed. The complaint cannot be confirmed since no leaks or issues with the check valve were observed. The exact root cause cannot be determined. It is unlikely the alleged issue is a result of a manufacturing issue. All bands are leak tested prior to release from terumo control. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 26 jun 2023: the procedure performed prior to using the trb2 was a heart catheterization. The patient was not injured; medical or surgical intervention was not required. There was no noticeable damage to the device. The estimated blood loss was less than 250 ccs. Patient was in stable condition. Prior to use the product was stored in the in the procedure room. 15 ml's of air was injected into the tr band when it was applied. The device was not manipulated before use in any way pre-use or during storage. The tr band started to deflate slowly in recovery. Hemostasis was achieved with a new tr band.